Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, laparoscopic bilateral inguinal hernia repair, after the device was inserted into the patient, obturator removed, and the scope inserted, the surgeon proceeded to inflate the balloon dissector but was unable to do so. Ne device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the dissector balloon and insufflation bulb were received. The dissector balloon was cut. The obturator, lock collar and trocar balloon appeared intact. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.